Manufacturer narrative:
Updated sections: d4, d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received a white sureform 45 reload for failure analysis (fa). A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. There was no sign of a firing failure. The fully formed staples seated on top of the pusher pockets identify areas where there was no tissue present. No product issue was identified. Isi also received the sureform 45 curved-tip stapler instrument for fa. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions, and the grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two white sureform 45 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. No problem was detected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 45 stapler instrument was installed twice and successfully fired two white sureform 45 reloads. There were no incomplete clamps or unclamp failures by this instrument, and no stapler related errors in the logs.  .

Event description:
It was reported that during a da vinci-assisted procedure, the staple line was incomplete after using a sureform 45 curved-tip stapler instrument with a white sureform 45 reload. The surgeon utilized a rumel tourniquet to guide the stapler instrument around the main branch of the left pulmonary artery prior to firing. No error messages were observed, and no issues were noted with clamping or the firing sequence. However, upon unclamping, significant bleeding was noted from a hole within the staple line, prompting a conversion to an open approach. The surgeon applied direct pressure to the vessel for five minutes, after which the hole was oversewn with a suture. The procedure was completed without further incident, and the patient was transferred to the ICU, resulting in a two-day extension of the hospital stay. No postoperative complications occurred, and the patient was subsequently discharged.